Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock. Upon review, the implantable cardioverter defibrillator delivered inappropriate high voltage therapy for supraventricular tachycardia with rapid ventricular response in the ventricular fibrillation zone. Programming changes were done. The patient was in stable condition.